Event description:
Left knee revision of triathlon cr, that was a shapematch knee. Patient complained of left knee pain and upon review of x-ray, the tibial tray was sloped posteriorly. Triathlon ts was used as revision replacement system.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding malpositioned component involving a triathlon baseplate was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced.

Event description:
Left knee revision of triathlon cr, that was a shapematch knee. Patient complained of left knee pain and upon review of x-ray, the tibial tray was sloped posteriorly. Triathlon ts was used as revision replacement system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.